Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein the existing ipg was repositioned (reason unknown). Reportedly, effective therapy resumed following the procedure.

Event description:
Follow-up information revealed the patient experienced discomfort at the ipg site. The patient is happy with the outcome of the surgery and the issue is resolved.